Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to pulmonary embolism. Patient is alleging vena cava perforation, organ perforation, and one strut abutting the bowel. It is further alleged "the plaintiff complains of lower abdominal pain, right flank pain, and nausea. The plaintiff also complains of right side abdomen muscle spasms. The plaintiff is not able to lift more than the weight of a gallon of milk because of abdominal pain and right side muscle spasms." Per report from CT (computed tomography) dated (B)(6) 2017: "inferior vena cava filter identified . There is strut penetration of approximately 2 to 3 mm of the wall of the ivc." Per report from CT dated (B)(6) 2018: "there is an infrarenal !vc fitter in place. The apex appears centered wtthin the inferior vena cava with the apex at the level of the renal veins as seen on axial image 56. Series 2. There is no evidence of strut fractllre or migration. There does appear to be extension of the left lateral strut beyond the left lateral wall of the ivc as seen on image 72. This measures approximately 4 mm laterally. Also seen on image 72 is extension of the posterior strllt approximately 5 mm posteriorly, and on image 73 there is apparent extension of the right lateral strut approximately 4 mm laterally to the right. There appears to be mild extension of the anterior strut approximately 3 mm anteriorly abutting the adjacent small bowel without evidence of clear penetration of adjacent structures."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.